Manufacturer narrative:
Initial communications regarding this pdc removal provided minimal detail. Follow up with the distributor rep who covers this facility found that limited information was available from this case. The facility asked the rep to order removal instruments, but did not provide any further information. The only information provided regarding the complaint was the patient was experiencing pain. These unknown conditions led to a determination that an MDR submission is required. DHR review could only be completed for the superior endplate component as other component part and lot numbers were not legible and the implantation case could not be traced. The DHR review did not find any problems during manufacturing that may have caused or contributed to the event. The risk assessment determined the associated risks were acceptable based on the latest revision to the device risk assessment. The device was retrieved and undergoing stage I analysis at exponent as of this complaint. There has been no initial indication of a device problem. This submission is for 1 of 1 devices involved in this event.

Event description:
A patient received an unknown prodisc c implant on an unknown date. Due to unknown reasons, the patient was diagnosed for prodisc c removal. Little information about this case has been provided. The patient was experiencing pain, but there was no clear reason why the device was removed. Data forms from the facility indicate device removal due to failed cervical fusion; however, it is not clear if there was an adjacent fusion as this device is not a cervical fusion device. There was no indication whether the device was causing or contributing to the patient's pain. There was no indication of a device malfunction. The prodisc c device was removed on (B)(6) 2020. The replacement device or procedure is unknown.